Manufacturer narrative:
During service visit a beckman coulter field service engineer (fse) evaluated instrument. Fse replaced modular chemistry sample probe to resolve the issue. Fse proactively performed preventive maintenance and also proactively replaced sample syringe and t-valve assembly. Fse performed ise health check verification protocol per procedure. Issue was resolved. Instrument resumed operation. (B)(4).

Event description:
The customer reported that they generated intermittent false low results for chloride (cl) on their unicel dxc 880i synchron access clinical system. The false low patient results were not reported out of laboratory. The customer repeated the samples on same instrument and obtained results within the normal reference range for the patients. The repeat results were reported outside of laboratory. There was no effect to patient treatment in connection to event. Qc prior to the event was recovering low outside 2sd of chloride ranges.